Event description:
The patient reported that she experienced a blood glucose of 18.1 mmol/l with nausea. The patient reported that the pump battery compartment was cracked and the pump self rebooted. The patient reported that she was able to get the pump to power on and took a correction bolus; he bg resolved to 12 mmol/l. This report is made based on the allegation that the patient experienced hyperglycemia while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.